Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal/heavy menstrual bleeding / prolonged menstrual bleeding"), back pain ("severe back pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, back pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia and menorrhagia to be related to essure. Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 25-year-old female patient who had essure (batch no. B59453) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included oxycodone and vicodin. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("abnormal/heavy menstrual bleeding / prolonged menstrual bleeding/ menorrhagia"), the first episode of back pain ("severe back pain"), dyspareunia ("pain during intercourse/ dyspareunia "), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), tooth disorder ("dental problems"), pelvic pain ("pain"), alopecia ("hair loss"), migraine ("migraine"), the second episode of back pain ("back pain"), arthralgia ("hips pain") and headache ("headaches"). The patient was treated with ibuprofen, analgesics and surgery (total laparoscopic hysterectomy with bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain, the last episode of back pain, arthralgia and headache had resolved and the menorrhagia, nausea, tooth disorder, alopecia and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, vaginal haemorrhage, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: all symptoms gradually stopped. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received. Events per pfs: abnormal bleeding (vaginal), nausea, dental problems, pain, hair loss, back pain, hips pain. Lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 25-year-old female patient who had essure (batch no. B59453) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, abdominal pain lower, ache and endometriosis. Concomitant products included contraceptives nos, medroxyprogesterone acetate (depo-provera), oxycodone and vicodin. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 9 months 12 days after insertion of essure, the patient experienced the first episode of back pain ("severe back pain"), the second episode of back pain ("back pain") and arthralgia ("hips pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("abnormal/heavy menstrual bleeding / prolonged menstrual bleeding/ menorrhagia"), dyspareunia ("pain during intercourse/ dyspareunia "), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), tooth disorder ("dental problems"), pelvic pain ("pain"), alopecia ("hair loss"), migraine ("migraine") and headache ("headaches"). The patient was treated with ibuprofen, analgesics and surgery (total laparoscopic hysterectomy with bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain, the last episode of back pain, arthralgia and headache had resolved and the menorrhagia, nausea, tooth disorder, alopecia and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, vaginal haemorrhage, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: all symptoms gradually stopped. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media pelvic pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.